Event description:
Order was placed for PICC line to be removed. Resistance was felt when removal was attempted. Infant was then placed in prone position when it was noted that PICC had snapped off at hub with remaining line still secure at site.